Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they were having issues with the insulin pump. There was a blue bar on the device. It says the reservoir and tubing had a lock icon. They could not get past a screen with a yellow icon. They were unsure what it was. The customer¿s blood glucose during the incident was 91 mg/dl. They were walked through troubleshooting steps and the customer was able to prime with no issues. The alarm history had multiple post-reset ram crc alarms, pump error alarm indicating the history pointers are corrupted, and pump error alarm indicating trace pointers are invalid. They were able to complete the insulin pump rewind. However, the device did not pass the self-test. A pump error alarm occurred indicating the power supply test failed during self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not in manufacture mode pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump alarmed pump error immediately after battery installation and power error during self test due to lithium backup battery was not properly connected. After reconnecting the internal battery connector on j6/pcb 1 the pump was monitored and is functioned properly. Pump received with scratched case and pillowing keypad overlay.